Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an unexpected cgm app shut-off occurred. The patient stated that she was getting readings before going to bed. While sleeping the low alert will usually wake her up, but this time that did not happen. She stated that she felt her glucose level started dropping very low; it was not specified if this referred to physical symptoms, a gcm value, or a bg value. Someone called for an ambulance, but it was not reported who called or why; no symptoms were reported. During transport to the hospital in the ambulance, she noticed that the app had shut off for an unknown length of time. While in the ambulance she was given an unknown injection to bring her glucose level up. No glucose values were provided. At the time of the report the following day she was still at the hospital but stated that she was doing okay and her bg was back to normal. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.